Manufacturer narrative:
This report or other informtion submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that patient fell out of bed. Nurse found pt on the floor. Complaint #(B)(4) and (B)(4) were entered into our system to have the mattress and control unit returned for investigation. As of this writing, the units have not been returned.